Event description:
On (B) (6) 2010, pt reported he has been experiencing repeated e4 (occlusion) errors for the past week and a half. Pt stated in those instances he will disconnect from his infusion site and push insulin through the tip of the infusion tubing via a bolus; insulin does emerge without any error messages. Pt reported he will then change his infusion site will work fine for a while. Pt stated there was no occlusion error occurring during the call. Pt reported he received an e4 earlier today and knew something was wrong because his readings were higher than normal this morning. Pt stated his readings were between 250-280 mg/dl. Pt's normal blood glucose range is 120-150 mg/dl. Pt reported he attempted to bolus and the infusion device gave an e4 (occlusion) error. Pt stated he changed his infusion site and bolused; he expects his readings to come down shortly. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.